Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent unspecified breast reconstruction surgery with a 275cc mentor memoryshape, 610cc breast implant experienced left sided infection post procedure. On (B)(6) 2021 incision drainage aspiration was performed on the left side and removal of the left implant.

Manufacturer narrative:
Account updated to verve plastic surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 9, 2022 indicated that the patient encountered infection on the left side on (B)(6) 2022. The issue was resolved. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
According to the information retrieved from imedidata on 12/20/2021: procedure type was updated to ¿breast reconstruction primary.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 28, 2023 indicated that secondary procedures was performed on both side. Manufacturer¿s reference number: (B)(4).